Event description:
Information was received from a friend/family member regarding a patient who was receiving dilaudid via an implantable pump. It was reported that the patient's refill was scheduled originally for (B)(6) 2025, but the facility postponed the refill date for a week. They were rescheduled again for today, but yesterday, the facility sent a message that they were temporarily closed and they couldn't talk to them. They were about 10 days past their refill date. They have an appointment with their healthcare provider (hcp) on tuesday to see if they could get the pump refilled or have the pump removed if they could not get the pump refilled. The patient stated 'I don't know how long this pump is going to last. There's 20 milliliters in it.' They also take oral pills, and asked if they could find a hcp that could manage the pump and oral medicine. Agent sent physician listings to patient's email. The pump had been alarming for '2-3 weeks,' because it was alarming 'right around' or 'right before' the time of the original appointment on the 27th and it made a sound that sounded like the dual tone alarm. It was not a steady single tone and was 2 tones going back and forth, but they didn't know how many minutes or how long it lasted for, just that the alarm 'goes off every so often.' They didn't think the alarm had been going off that long, but they thought it had been going on for several days and it probably hadn't been as long as 2-3 weeks.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.